Manufacturer narrative:
The reported failure is a hole in ambu bag, which caused the user to be unable to oxygenate the patient. Despite ambu's efforts in obtaining the faulty device, neither sample nor picture was returned for investigation and therefore the reported failure could not be verified. In addition, no information could be obtained on whether the hole was in the reservoir bag or in compressible bag if a hole in reservoir bag: after reservoir bag is assembled a 100% visual inspection on the reservoir bag is conducted to confirm if the edge is melted well. Furthermore, 100% reservoir test is performed. Therefore a hole in the reservoir bag should be easily detected during manufacturing. After reviewing production records, no abnormality was found. The product should therefore have been within specifications before delivery. Possible causes for a hole in the reservoir bag could be that the bag was cut by a sharp object, or reservoir bag being pulled during handling despite the accompanying IFU stating "do not pull as tearing may occur", or the reservoir bag not being welded well. If the reported failure is about a hole in spur ii reservoir bag, then it is the 5th complaint received the past year. The failure has been evaluated in product risk and it is concluded acceptable. Since the accompanying IFU states "always inspect the resuscitator and accessories (e.g. Face mask, peep valve, filters etc.) And perform a functional test after unpacking, cleaning, assembly and prior to use" and description of how to conduct a function test for "oxygen reservoir bag" is included in the IFU. If a hole in compressible bag: during manufacturing a high/low pressure test is performed on all spur ii. A hole in the compressible bag would cause air leaking and it is easility detected when conducting the high/low pressure test. After reviewing production record, no abnormality was found. Therefore, there should not be a hole in the compressible bag before delivery. A hole in the compressible bag may be possible due to the compressible bag being cut by a sharp object during use. Due to limited information, the root cause is unknown. If the reported failure is about a hole in the compressible bag, then this is the 3rd complaint about such failure the past year. The failure has been evaluated in the product risk and is concluded as acceptable. Since the IFU states "always inspect the resuscitator and accessories (e.g. Face mask, peep valve, filters, etc.) And perform a functional test after unpacking, cleaning, assembly and prior to use. Therefore, this failure could be easily detected prior to use. The root cause for the reported failure could not be determined, and no corrective action is required for now. Ambu will keep monitoring the issue and take appropriate actions.

Event description:
The customer reported: patient needed an emergency airway. When anesthesia went to get the ambu bag, they were not able to oxygenate the patient due to a hole in the ambu bag. No patient harm was reported in the MDR report (mw5169454) from medwatch, but the reports states that intervention was required. During ambu's follow-up correspondance with the customer, the customer explained that they replaced the faulty ambu bag with a new functional ambu bag. Efforts were made to otbain further knowledge on whether the patient condition was affected by the malfunction. No response was received.